Event description:
On 6/10/2022, it was reported by a sales representative via email that an ar-3638 knotless fibertak inserter tip broke off in glenoid while inserting the anchor and passing the suture. Everything was removed from the patient and a second ar-3638 knotless fibertak was opened. This time, the anchor would not tighten down and was also removed. This was discovered during a shoulder arthroscopy labral repair on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.